Event description:
Hospital was performing a lithotripsy procedure using the headhunter I catheter. The 5f 100 cm .038" head hunter was in the bladder for about 4 weeks. Physician went to remove the catheter and he noticed the wire sticking out and the tip was bent in the bladder. The tip was lost in the kidney. Physician went in with a cystoscope and retrieved the catheter tip. No harm to the pt.